Event description:
Patient representative reports "seriously defective device," and "protheses were damaged, resulting in a periprosthetic effusion on the left device." "Patient experienced recurrent panic attacks"; this is not related to the device. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
The event of seroma a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "prostheses were damaged, resulting in a periprosthetic effusion at the left device"